Event description:
Blood leaking from blood pump segment of arterial line approx 1.5 hrs into the hemodialysis treatment. Blood lost externally through the pump segment defect; also unable to return any of the blood in the extracorporeal circuit. Approximate blood loss 200+ ml.